Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of medical information it was reported that a peritoneal dialysis (pd) patient experienced peritonitis that started one month prior with intermittent, nagging, moderate pain. Effluent remained clear but was cultured and found staphylococcus epidermidis. The pd rn reported the patient worked out in the oilfields and struggled with aseptic technique. The patient's catheter was removed and replaced and he was prescribed four months of antibiotics. The exact date of the event was not provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The available information was reviewed by a post market surveillance clinician. The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient presented with intermittent nagging moderate abdominal pain, clear fluid that appeared hazy and a positive culture for the organism staphylococcus epidermis. The patient was diagnosed with peritonitis. The patient¿s catheter was replaced and the patient was treated with antibiotics for four months. The patient¿s symptoms continued following the catheter replacement however there was no culture collected to confirm infection. The pd nurse suggested a possible fungal infection however this was never confirmed. The patient was not hospitalized. The pd nurse also reported that the patient worked in the oil fields and struggled with aseptic technique.